Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The customer's report of a leaking set was not confirmed. Functional testing found that the set without leaks, occlusion, air bubbles or other problems. The root cause of the leaking was not identified, no fault was found with the returned set. The set performed as intended, no root cause was determined.

Event description:
A sales consultant reported that the tubing leaked on an administration set. No report of pt harm or medical intervention required. Although requested, no add'l pt or event info provided.